Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 24mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were chewed up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 24mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were chewed up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that there was a 90 degree bend prior to the target lesion in the circumflex. A guide extension was used to provide assistance but on the first try the physician only took it to the bend and not past it. The stent was removed and noted to be damaged. Another of the same size was opened and on that attempt the guide extension was advanced further down past the bend and the stent was easily delivered.

Manufacturer narrative:
Device is a combination product.